Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with 3 syringes of skinvive¿ by juvéderm® near the eye area, in the corner of the eye, tear trough area, jawline, cheeks, lip area, and around the mouth. Patient noticed swelling immediately and a significant bruise near the corner of the eye that lasted more than two weeks. The next morning the patient noticed asymmetry and a lump near the eye. When the swelling subsided the patient noticed lumps growing and getting more pronounced. The patient stated they have large lumps everywhere they were injected, including in the inside of their lip. Patient stated the lumps looks like acne scars. Patient stated they felt burning pain when the injector was injecting in the tear trough. Patient stated they were doing "radio frequency with microneedling" concomitantly. Patient had hylenex® 5 times as treatment. Patient has plans to do an ultrasound and see an oculoplastic surgeon. Symptoms are ongoing.